Manufacturer narrative:
The initial MDR 1226181-2014-00264 was filed on may 12 2014. Additional information (05/14/2014): additional patient results were provided by the customer. Additional information (05/28/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the aliquot probe and sample probe and reagent 1 probe cleaner pump, and tightened the tubing connection at the basic manifold. The cse calibrated the hb1c method and ran precision testing and a correlation study with another instrument, all resulted within range. The cause of the discordant hb1c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, hemoglobin a1c (hb1c) results were obtained between (B)(6), 2014 and (B)(6), 2014 on patient samples on a dimension vista 1500 instrument. It is unknown if discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower for some and higher for others. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hb1c results.

Event description:
Discordant, hemoglobin a1c (hb1c) results were obtained between (B)(6) 2014 on patient samples on a dimension vista 1500 instrument. The customer stated that the discordant results were reported to the physician(s), who questioned the elevated results. It was not identified which results were reported and which were questioned. All the hb1c samples available were repeated on the same instrument, resulting lower for some and higher for others. It is unknown if the corrected results were reported to the physician(s). The corrected and reported values of sample ID¿s (B)(6) were identified. A discordant, falsely elevated hb1c result was also obtained on (B)(6) 2014 on one patient sample. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). Discordant, hb1c results were also obtained between (B)(6) 2014 on patient samples. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower for some and higher for others. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hb1c results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the cuvette washer manifold, tightened loose tubing connections and cleaned waste chute. Hb1c patient samples and quality controls (qc) were run, resulting within range. The cse returned to the site after a re-occurrence. The cse replaced the aliquot probe, samples probes, vertical belt, reagent probe 2 and belt, cuvette dryer and inline filter. The cse also cleaned all solenoids and drains and proactively replaced the lamp source. The cse then replaced sample probes 1 and 2 arm assembly and reagent 2 metering pump. The cse performed adjustments, alignments and system checks and ran qc and patient samples, resulting within range. The cause of the discordant hb1c results is unknown. Siemens is investigating this issue. The instrument is performing according to specifications. No further evaluation of the device is required.